Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. One used sample was received with no packaging. The product does not contain a lot number identification. There is significant biologic material inside the tubing just above the cuff. The cuff exhibits a radial tear, located approximately 2cm below the base of the proximal cuff collar. The tear extends half way around the cuff. Both the proximal and distal cuff collars remain securely attached to the tubing. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that, after 2 days of the tube being in place it was noticed the cuff lost pressure and could not add air; therefore, the patient was extubated and re-intubated. There was a hole noticed in the cuff. There were no adverse effects reported or additional medical intervention. Additional information was received on 26-aug-2016 that states the sample that was sent in with this complaint is the correct code (13221). The sample received was a different size from the size initially reported (13222) with this complaint. Additional information requested but have not been received.